Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that there were repeated generator issues when driving hand-held instruments. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was robotically completed with the same integrated electrosurgical unit (iesu). The customer checked all connections, settings, and cords, as well as the neutral pad, and all power settings/connections, and we replaced the cords, when all of that failed, we called dv stat and restarted the generator.) Once the customer restarted the generator it worked as normal, and the case continued robotically- but the problem continued where we were having to restart the generator to get it to work properly in every case. No patient injury or harm. Dv was contacted as soon as all physical troubleshooting was ruled out. The patient was not affected by the generator malfunction. It first effected the 3rd party bovi (which was used to make incisions) and it was restarted the generator, and it was working properly before incisions were made or ports were placed!

Manufacturer narrative:
The generator was analyzed, and the reported failure could not be reproduced on connected to system. The logs could not confirm the fault occurred in the field. Visual inspection: the top cover has scratches. The unit was installed onto a golden system and functioned as expected. The complaint was not confirmed and not replicated by failure analysis. While a definitive root cause could not be established and no product issue was identified. However, a potential cause can be attributed to a module timeout error caused by an electrical component failure within the generator.

Event description:
Refer to h11 for follow-up information.